Manufacturer narrative:
H3: device evaluation: the object was returned in liquid, in a vial, loose in the lens box. A thin circular object was noted floating inside the vial. Claim # (B)(4).

Manufacturer narrative:
H6: based on the results of the investigation, the particulate found on lens is likely to be polyethylene a common plastic material. Due to the widespread use of this material we are unable to determine any definitive root cause for this event. Operators involved in the manufacturing of this nonconforming lens have been retrained in identification of cosmetic defects such as particulates on lens. There is no indication that suggests a deficiency in the manufacturing process, further action is not required at this time. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon was preparing a 13.2mm vticm5_13.2 implantable collamer lens, -10.00/+1.5/089 (sphere/cylinder/axis), for delivery into the patients left eye (os) and found an unidentified object while folding the icl in the cartridge. The unidentified object was removed from the icl and the icl was implanted into the eye. The icl lens remained implanted and the patient is doing well. The eye looks calm and ok.